Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving 7.0 mg/ml marcaine at an unknown dose and 70.0 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that the patient went to the healthcare provider (hcp) for a refill on (B)(6) 2017 and they did a dye test. The patient stated they said the catheter was broke. The patient asked if there was a time period it needed to be replaced and how dangerous it was. The patient noted he read in the book and it said a side effect was dizziness. The patient stated he had been dizzy lately. The patient stated it came and went, if he got up from laying down or bent down. The patient noted sometimes it was during the day. The patient noted his hcp was concerned about the dose he was at and ¿not enough relief as he should¿. The patient noted that they said they would be handling the replacement, but a different hcp was the surgeon who did the patient¿s pump. The patient didn¿t know if that was common. The patient thought that the catheter was broken and that it was not delivering the medications properly. Ther e were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.